Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms and a cartridge 1 alarm. The customer disconnected from the pump and reverted to backup insulin. The customer's blood glucose level was not impacted. The customer declined tandem technical supports offer to troubleshoot to determine a possible cause of the alarms. The customer disconnected from the pump and reverted to backup insulin.